Event description:
It was reported that the patient stated that they felt an uncomfortable sensation at the thoracic incision area and a burning sensation at the lead location after an assaulting situation happened. It was noted that the patient did not state when the assault took place. It was noted that prior to the incident the patient received great stimulation. It was noted that the patient¿s battery was depleted today so they were going to recharge it this weekend and would be seen for troubleshooting (B)(6) 2013. It was noted that the patient was alive with no injury at the time of the report. Additional information received reported that the patient had not recharged the battery yet so the manufacturer representative was unable to perform any troubleshooting. It was noted that the patient would make an appointment after they recharged.

Manufacturer narrative:
Concomitant medical products: product ID: 399945, lot# v074858, implanted: (B)(6) 2008, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).